Event description:
Was received by operating room director that when they went to pull a t conn. W/swivel mll package for a procedure it was noticed that the rubber stopper to the device was deteriorating. Risk notified and device sequestered by risk.